Event description:
Provider states the manifold valve is not fully shifting. Per independent repair center statement, the unit's manifold valve was not fully shifting. The key failure was the power switch failure. Additional malfunctions were the alarming/has a red light, and the alarm will not function.